Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) implantable cardioverter defibrillator 2013 (B)(6); 383059 implantable pacing lead 2007 (B)(6). (B)(4).

Event description:
It was reported that the lead integrity alert was tripped on the right ventricular (rv) lead for short interval counts (sic) and non-sustained tachycardia. The impedance dropped to a low impedance value. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that the rv lead was suspected of being fractured. There was loss of capture even at high outputs; measured high impedance; and exhibited oversensing noise. Reprogramming was performed, and the lead was turned off. The lead remains in the patient.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.